Manufacturer narrative:
The sample is not available for eval. A photo of the affected product has been provided for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A needlestick injury occurred on the palm of the hand of the dr when he put the plastic cap/cover on the needle without the top portion of the needle cover. Blood borne pathogen testing was completed and the clinician was un-infected.